Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during one day post-op check, the left ventricular lead exhibited loss of capture. An x-ray revealed that the lead had dislodged into the coronary sinus. The lead was capped and replaced on (B)(6) 2015. The patient did not experience any adverse consequences.